Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) . It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2011. It was reported that the patient suffered from chronic pelvic pain and left-sided pudendal neuralgia attributed to retained pelvic mesh requiring narcotic medication and pudendal nerve blocks/trigger point injections. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to pelvic pain and dyspareunia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/27/2016.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior colporrhaphy and cystoscopy. It was reported that following insertion the patient experienced urinary frequency, and dysuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.